Event description:
On (B)(6) 2012, the patient's peritoneal dialysis registered nurse (pdrn) contacted homecare services (hcs) and reported the following. In (B)(6) 2010, the patient began peritoneal dialysis (pd) therapy. On an unknown date, the patient experienced shortness of breath and was hospitalized for the event. The pdrn stated that the patient was dying. At the time of this report, the patient had not recovered from shortness of breath. The pdrn stated that this event was not related to dianeal therapy. On (B)(6) 2012, a technical service representative (tsr) contacted product surveillance to relay a report from a caregiver (cg). The following information was reported. On an unreported date, the patient died. The cg reported that the patient was not connected to the homechoice at the time of death. Per the cg, the death was not related to the device. Global pharmacovigilance (gpv) provided the following additional information regarding the death received from the cg with supplemental information from the pdrn. On (B)(6) 2012, the cg contacted hcs and reported that the patient died on (B)(6) 2012. The pdrn confirmed the date of death was (B)(6) 2012. Per the pdrn, the patient died of old age. The pdrn stated the death was not related to dianeal therapy. On (B)(6) 2012, gpv contacted the pdrn for additional information regarding the death. The following information was reported. Over one year ago (exact date not reported), the patient was placed in hospice care. The reason the patient went into hospice care was unknown. The pdrn was not sure if "patient died of old age" as previously reported was the actual cause of death. The death certificate was requested, but not available. Cause of death documented on the death certificate was unknown. The rn stated the death was not related to dianeal therapy.

Manufacturer narrative:
(B)(4).the homechoice was returned, but the evaluation has not been completed at this time. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). This report of patient symptom - other/death is not confirmed and the assignable cause was undetermined. The device was returned for evaluation. A review of the logs revealed no failure or malfunction was identified that could have caused or contributed to the reported difficulty however, an iipv event was found in the patient logs that occurred on (B)(6) 2012. The iipv was addressed in a separate emdr (1423500-2012-14840). The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient's death. There are no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A review of the device service history revealed no issues that could have caused or contributed to the patient's death.